Event description:
A report was received that the patient was experiencing pain at the surgery site. X-ray confirmed that the lead was sitting on the nerve. The patient underwent a revision procedure wherein the lead was relocated. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.